Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2023, the nurse for this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the fresenius cycler in relation to the reported peritonitis. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient has had an ongoing peritonitis infection since (B)(6) 2023. The nurse stated that the patient¿s peritonitis was characterized by symptoms of cloudy pd effluent. The patient had a pd culture obtained (during a routine outpatient pd visit) which had growth of coagulase negative staphylococcus and an elevated white blood cell (wbc) count (result not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. The nurse indicated that the patient had subsequent pd cultures obtained (dates unknown) that continued to have an elevated wbc (results unknown) despite treatment with ip vancomycin. On (B)(6) 2023, the patient was hospitalized for a separate health issue unrelated to peritonitis or pd therapy. However, per the nurse, during this hospitalization the patient underwent removal of the pd catheter (not a fresenius product) due to the ongoing/persistent nature of the peritonitis infection. Additionally, the patient was transitioned to hemodialysis for renal replacement needs. No further information about the hospitalization was provided, including discharge details. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is suspected to be associated with a breach in aseptic technique during the pd exchange.

Event description:
On 05/02/2023, the nurse for this patient on peritoneal dialysis (pd) reported they were hospitalized with peritonitis. There were no reported allegations of any issues with the performance of the fresenius cycler in relation to the reported peritonitis. In an additional follow-up call, a pd nurse familiar with the patient stated that the patient has had an ongoing peritonitis infection since (B)(6) 2023. The nurse stated that the patient¿s peritonitis was characterized by symptoms of cloudy pd effluent. The patient had a pd culture obtained (during a routine outpatient pd visit) which had growth of coagulase negative staphylococcus and an elevated white blood cell (wbc) count (result not provided). The patient was initiated on intra-peritoneal (ip) antibiotic therapy with vancomycin (dose unknown) on an outpatient basis. The nurse indicated that the patient had subsequent pd cultures obtained (dates unknown) that continued to have an elevated wbc (results unknown) despite treatment with ip vancomycin. On (B)(6) 2023, the patient was hospitalized for a separate health issue unrelated to peritonitis or pd therapy. However, per the nurse, during this hospitalization the patient underwent removal of the pd catheter (not a fresenius product) due to the ongoing/persistent nature of the peritonitis infection. Additionally, the patient was transitioned to hemodialysis for renal replacement needs. No further information about the hospitalization was provided, including discharge details. The nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse reported the peritonitis is suspected to be associated with a breach in aseptic technique during the pd exchange.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunctioned or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis is likely to be associated with a breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse.